Event description:
It was reported that the patient's right ventricular (rv) lead had short bursts of electromagnetic interference noise and pacing inhibition causing syncope, heart block and arrhythmia. Additionally, the rv lead had high short interval counts (sic). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).